Event description:
It was reported during a permanent implant procedure on (B)(6) 2018, it was stated that neuromonitoring showed a potential loss of motor function in the patient's feet. As such the procedure was abandoned. Reportedly, the patient regained full functions of his lower extremity with one hour.

Event description:
Follow-up information revealed no further interventions are planned and the issue is resolved.